Manufacturer narrative:
Software investigation completed. Findings from the image provided are that the tracer pattern was not optimal for an accurate registration. Software is functioning as designed. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial tumor resection of the third ventricle, the surgeon alleged an inaccuracy. The patient was positioned supine with the head turned to the right allowing the surgeon to approach posteriorly. Tracer registration was successful and accuracy was verified both anteriorly and posteriorly. The surgeon deemed being accurate on the surface and inaccurate, by approximately 1cm, when navigating deeper. There was no disruption to the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.